Event description:
It was reported that the patient feels pressure in her bladder with the stimulation on. Surgical intervention took place where the patients leads were explanted and replaced. Related manufacturer reference number: 3006705815-2023-03354.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.